Manufacturer narrative:
Correction to h6 component code of the initial report from g04093 to g05003 additional information: h6, h11. This report is being supplemented to provide additional information based on the third-party testing results and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from:unknown, cfu:<10cfu, bacterial identification:klebsiella pneumoniae. Sampling date: (B)(6) 2025, sampling from:unknown, cfu:10-100 cfu, bacterial identification: enterococcus gallinarum, enterococcus faecalis. Sampling date:(B)(6) 2025, sampling from:unknown, cfu:<10 cfu, bacterial identification:candida glabrata complex. Sampling date:(B)(6) 2025, sampling from:unknown, cfu:<10 cfu, bacterial identification:meyerozyma guilliermondii. Sampling date: (B)(6) 2025, sampling from:unknown, cfu:10-100 cfu, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025, sampling from:unknown, cfu:10-100 cfu, bacterial identification: enterococcus faecalis. Sampling date:(B)(6) 2025, sampling from:unknown, cfu:<10 cfu, bacterial identification:escherichia coli. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited positive micro test identified on two previous occasions. The issue was discovered during reprocessing. There was no patient involvement.